Event description:
On (B)(6) 2012, the reporter contacted animas to report that he had unexplained low blood glucose symptoms described as shaky, sweaty, and nervous while he was at the middle of the store with his 5 year old son. The patient reportedly had eaten an hour ago and did not take any bolus insulin at that time. The reporter contacted his wife for assistance with treating his low blood glucose. He reportedly was given orange juice, crackers, and a sandwich until his symptoms subsided. According to the reporter, the basal insulin regimen was less than normal. There was no suspension of the insulin pump. During the troubleshooting session, the reporter alleged that the pump history is showing erratic and inaccurate history records for the basal delivery. The issue was not resolved with training. This complaint is being reported due to the unexplained hypoglycemic episode the patient had while on insulin pump therapy. In addition, the alleged inaccurate basal delivery was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the pump history indicated all boluses accurately recorded in history. The last basal delivery was noted on (B)(6) 2012, at 09:33am. A review of the prime history shows 45 units primed on (B)(6) 2012. It was noted in pump history that the tdd was observed to be erratic due to power interruptions; the tdd otherwise added up correctly. During testing, the advanced bolus features were set to on and found to functioning appropriately. No meter was returned with the pump .the pump powered up with no issues noted and successfully paired with the test meter. The ez-prime steps were successfully performed and the pump was tested for 24 hours with no alarms noted. Periodic boluses were successfully executed and accurately recorded in pump history. The pump was opened and no damage was found to the force sensor circuit or on the power circuit. No moisture ingress found inside the unit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.